Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D3, d4: model number, catalog number, lot number, expiration date, UDI, g2, g5, and h4 are unknown.

Event description:
It was reported that the pump exhibited a no disposable pump will not run alarm. Troubleshooting was performed and the pump continued to alarm. Rate was 2.1 ml/hr, res volume at 82.2 ml, and 17.85 ml was given. No patient injury was reported.